Manufacturer narrative:
The ge service rep found that the system appeared to not be getting any power. He checked and saw that the system was getting input power, but not getting any power out of the surge suppressor. Also, r1 on the surge suppressor was snapped in half with burn marks. He removed and replaced the surge suppressor. System booted up error free. System is working as intended.

Event description:
The customer reported that the system would not boot. No pt injury was reported.